Event description:
It was reported that the customer was hospitalized due to low blood glucose of 59mg/dl. Troubleshooting was performed. The caller stated that the doctor wanted to have the basal rates lowered, but the customer did not change them according to the doctor's instructions. The mother stated that the reservoir was showing the same amount of insulin the status screen shows. The customer's recent glucose reading was 113mg/dl, and she was treated with glucose tablets. The caller mentioned that the customer also had sensor alarms when her blood glucose dropped. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.